Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer torqvue sheath was used in the procedure. During the procedure, while attempting to advance the device up the vessel over the wire, it was observed that the dilator split along the wire. Following this observation, the sheath was removed and exchanged. The procedure continued without further issue, and no harm to the patient was reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.